Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2021. The patient was discovered by their spouse, due to the liberty select cycler alarming. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6) 2021 was reviewed, and no ¿out of the ordinary¿¿ events were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the cause of death was a cardiac arrest. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the patient¿s electronic record was closed due to his expiration. The pdrn stated the patient (nor his spouse) reported any issues with their liberty select cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a catch-post hipot test, a patient hipot test, and a current leakage test. The cycler also underwent and passed a system air leak test, voltage calibration test, valve actuation test, a patient sensor calibration check. There were visual indications of dried fluid found within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid and fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when they expired. The definitive cause of the patients cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. Per the pdrn, there were no fresenius device(s) or product(s) malfunctions to report. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021. No additional information provided during intake. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2021. The patient was discovered by their spouse, due to the liberty select cycler alarming. The pdrn reported the patient passed away peacefully while sleeping. The patients treatment data from (B)(6) 2021 through (B)(6) 2021 was reviewed, and no out of the ordinary events were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the cause of death was a cardiac arrest. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the patients electronic record was closed due to his expiration. The pdrn stated the patient (nor his spouse) reported any issues with their liberty select cycler.